Manufacturer narrative:
Additional information: b5, d1, d4, d9, h3, h4, h6 (update codes), h11. B5: update "elastomeric devices" to "large volume folfusors". The devices were filled with 13500mg piperacillin/tazobactam diluted in 230ml total volume sodium chloride 0.9%. H4: the lot was manufactured october 3-4, 2024. H11: two (2) actual devices were received for evaluation containing 112 ml and 113 ml of fluid in the bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The samples were found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) elastomeric devices under infused during infusion. Two devices under infused piperacillin tazobactam during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date - the event occurred on 08-march-2026 and 09-march-2026. E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.